Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for rubber not fixed to tube with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for rubber not fixed to tube was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic tube bd hemogard¿ closure has a rubber stopper not fixed to tube. No injury or medical intervention.